Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump over-delivered while the customer was driving. The customer experienced hypoglycemia and lost consciousness, which led to a dangerous, near-death rollover vehicle crash. The customer's blood glucose continued to decrease despite medical interventions over several hours, which indicated that a massive load of insulin was infused by the insulin pump. No further details were provided regarding the incident. Troubleshooting did not occur. The insulin pump and reservoir were not returned for analysis.